Event description:
A customer reported the screen on their glidescope core 15-inch fhd monitor kept freezing while in use during a patient procedure. The customer's troubleshooting found that both of the connected glidescope core quickconnect cables were damaged; one was missing the magnet from its connector and the other had plastic around the connection peeling off. No delay in procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The customer's glidescope core quickconnect cables are not expected to be returned to verathon for evaluation, therefore the cause can not be determined. However, based on the customer reporting both cables' connectors were physically damaged, this may have caused or contributed to the reported image issue experienced. The glidescope core operations and maintenance manual (omm) notes, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Review of complaint history for the reported lot number was not able to be performed as no lot information was provided. Trending analysis for glidescope core quickconnect cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.